Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump was received stuck in a motor error alarm during bolus delivery loop. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with a cracked display window corner, cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.

Event description:
Customer reported receiving a motor error alarm on the insulin pump during a set change. Customer stated that she performed a self test and received the insulin pump alarmed motor error once again. Blood glucose level was 231 mg/dl at the time of the call. No further information was provided.